Event description:
Additional information received reported that it was still unclear why the patient's device was repositioned. During the procedure the hcp used cautery and the device had a power-on-reset. After reprogramming, it was reported that the patient was feeling stimulation at appropriate levels.

Event description:
It was reported that the pt's implantable neurostimulator was moved during a surgical procedure. No further details regarding this procedure were provided. The pt was subsequently not able to adjust the stimulation using the programmer. The programmer displayed the "call your dr" icon. A power on reset (por) condition was encountered. It was later reported that the pt met with the MFR rep and the device was reprogrammed (synched). There were no further issues reported ("the pt was all set"). Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l becomes available.

Manufacturer narrative:
(B)(4).